Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator display and related software were replaced. The unit was returned to service. Patient information currently unavailable. (B)(4).

Event description:
The hospital reported that, during use, the clinician pressed the inspiratory: expiratory ratio button and the unit went into system reset. The unit loses the ability to mechanically ventilate. The unit was cycled on/off and case resumed. There was no report of patient injury.